Event description:
Literature was reviewed regarding a 77-year-old female patient with severe aortic stenosis (as) and severe calcification of the proximal left anterior descending artery. Subsequently, the patient underwent a two-part procedure with transcatheter aortic valve implantation (tavi) followed by percutaneous coronary intervention (pci) with atherectomy. For the tavi, a medtronic 26-mm evolut fx+ bioprosthetic valve was successfully implanted in the aortic position. During the pci the patient developed severe hypotension and a type iii perforation at the proximal left anterior descending artery. Echocardiography confirmed cardiac tamponade requiring pericardiocentesis. Next, an intracoronary balloon tamponade and covered stent implantation was attempted but did not achieve hemostasis. Therefore, the patient underwent emergency open heart surgery with tavi explant, a bentall procedure, and coronary bypass. Post-procedure, the patient recovered well and was discharged nine days later. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation: tam et al. Recreating the crime scene: a three-dimensional model to analyze the mechanism of orbital atherectomy-related coronary perforation. J invasive cardiol. 2025 jul;37(7). Doi: 10.25270/jic/25.00010. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.